Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been received multiple button alarms daily. Customer stated that at times the button alarms have impacted blood glucose(bg) levels, but customer could not recall their bg level. Reportedly, customer would deliver a bolus to stabilize blood glucose levels.